Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded air detector in mu mode, the air detector was set to off when the pump was turned on. Functional testing was able to duplicate the reported problem. It was determined that the intermittent air detector was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was pumping with air in line. There was unknown patient involvement and unknown patient harm/adverse event reported.